Event description:
Customer reported a button error alarm after her buttons became frozen. She also stated the issue occurred while she was attempting a bolus. The customer's blood glucose was 240 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and a cracked case near the display window corners were noted during the visual inspection. All buttons functioned properly. However, corroded keypad traces were noted. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.